Manufacturer narrative:
Technician found that the head left siderail latch cover was bent, causing the siderail not to latch. Replaced the latch cover to resolve this issue.

Event description:
Info received alleged that the head left siderail would not latch.